Event description:
It was reported during a low anterior resection procedure, the device did not staple. The surgeon had to perform a purse string on the rectal stump in order to complete the operation. No patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.